Event description:
After driving to trajectory 1, field service engineer changed cooperative mode movement to axial slow. Without any additional input from field service engineer or surgeon, communication failure occurs and results in system shutdown. This event occurred multiple times, on different final orientations of the instrument.surgeon skipped this first trajectory after 3 attempts, and returned after inserting all other leads. This final attempt also resulted in shutdown, and surgeon completed workflow from default trajectory length of 200mm. These events caused a 20 minutes delay and no clinical consequences for the patient.

Manufacturer narrative:
It was reported that multiple unexpected shutdowns occurred while the field service engineer was changing the movement mode of the robot arm. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation there was no failure of the device. The robot arm was positioned out of its limits, therefore it is a normal behavior of the device to shutdown.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After driving to trajectory 1, field service engineer changed cooperative mode movement to axial slow. Without any additional input from field service engineer or surgeon, communication failure occurs and results in system shutdown. This event occurred multiple times, on different final orientations of the instrument.surgeon skipped this first trajectory after 3 attempts, and returned after inserting all other leads. This final attempt also resulted in shutdown, and surgeon completed workflow from default trajectory length of 200mm. These events caused a 20 minutes delay and no clinical consequences for the patient.